Manufacturer narrative:
The impella devices were received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The us complainant reported that the impella cp was having continuous suction alarms. The staff therefore tried to reposition the device, but was unsuccessful. Additionally, there was bleeding from the impella access site that had to be redressed. The impella was ultimately replaced due to low pump flow and concern for a clot ingestion.

Manufacturer narrative:
The investigation into the reported low pump flow and positioning issue has been completed since the original report was filed. Cp pump returned for investigation. Visually inspected the pump and no cannula kink, catheter kink or biomaterial ingestion were found. No abnormalities relative to impeller blades were observed. Pump was connected to the console and ran at p-9. The pump was running at a flow of 3.8 l/min at p-9 without any issues. No mechanical or physical abnormalities were found, and low pump flow issue did not reproduce. Data logs were reviewed, several suction alarms were found with p-level drop and repositioning at p-2 did not resolve suction alarms at end. No motor current spike observed relative to biomaterial ingestion. As per clinical impella access site was re-dressed, and the angle of insertion was not appreciated during the dressing change causing the access site to bleed. Pump having low flows after p-level drop and continuously suctioning on p-2 even after repositioning device. Second cp inserted had pump saturation and replaced with third cp pump started in auto but moved to p4 since increasing p-level consistently resulted in suction alarms. The cause of the access site bleeding issue was use related since the angle of insertion maintained was not appreciated during the dressing change causing the groin site to bleed and manual pressure held to resolve the issue. The cause of the low pump flow issue was patient condition related with low flow issue not reproducing during field investigation and several suction alarms observed with low flows based on log, clinical review.